Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator device exhibited premature battery depletion (pbd). Device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator device exhibited premature battery depletion (pbd). Device remains in service. No adverse patient effects were reported. Subsequently, additional information was received indicating device was explanted and replaced. No additional adverse patient effects were reported.